Manufacturer narrative:
The customer contacted siemens to report that imprecise sodium test results were obtained for a single sample on a dimension vista 500 instrument. The customer reported that the sample had fibrin in it. Siemens reviewed the available information and found the patient's integrated multisensor technology (imt) module data showed elevated and inconsistent fluid delta readings that are consistent with a bad sample mix. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced the imt probe and mixer and ran a mix test with acceptable results. The cause of the imprecise sodium test results was the imt probe and mixer. The instrument is performing within specifications. No further evaluation of this device is needed.

Event description:
Imprecise sodium test results were obtained for a single sample on a dimension vista 500 instrument. None of the sodium test results for this sample were reported to a physician. The correct test result is unknown. The operator reportedly asked for a new sample from the patient. It is unknown if a new sample was obtained. There are no known reports of patient intervention or adverse health consequences due to the imprecise sodium test results.